Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. Customer stated that the pump intermittently did not respond to touch to unlock the lock screen and then did not respond at all. The customer's blood glucose level was not tested. The customer reported that manual injections would continue to be used for alternate insulin therapy.